Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was discovered to be in safety mode. Surgical intervention was performed, and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.